Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('the left one has turned and perforated into my uterus'), device breakage ('there are broken shards of the first one my dr. Tried and failed to implant on the right side'), fallopian tube perforation ('the one she did implant has migrated and perforated the tube and is sticking out into my abdominal cavity'), device dislocation ('the one she did implant has migrated and perforated the tube and is sticking out into my abdominal cavity'), genital haemorrhage ('hemorrhaging'), depression suicidal ('I get suicidally depressed') and cholelithiasis ('gall bladder filled with stones') in a 34-year-old female patient who had essure (batch no. 713459, 769847-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nasal congestion and rhinitis. Patient negatives includes dyspnea, hemoptysis, wheezing, blurred vision, dizziness, fever, loss of consciousness, neck stiffness, vertigo or vomiting, output, diarrhea, sore throat, back pain, conjunctivitis and rash. Previously administered products included for an unreported indication: oral contraceptives from 1997 to 2009. Past adverse reactions to the above products included contraception with oral contraceptives. Concurrent conditions included chlamydial infection since 2009, seasonal allergy since 1991, adhd since 1988, asthma since 1981, overweight, fibromyalgia, osteoarthritis, low back pain, hoarseness, postnasal drip, sinus pressure, sore throat, chronic sinusitis, vaginal yeast infection, ear pruritus, dysuria, leg pain, polyarthritis, acute pharyngitis, diarrhea and major depressive disorder. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from 1988 to 2008, bupropion hydrochloride (wellbutrin) since 2016, desvenlafaxine succinate (pristiq) from 2010 to 2016, hydroxyzine from 2010 to 2016, montelukast sodium (singulair) since 2015, salbutamol (albuterol) since 1981 and trazodone from 2010 to 2016. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain ("pain/pain"), allergy to metals ("allergic to nickel / allergic or hypersensitivity reaction type: very allergic to nickle / titanuium allergy"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches") and arthralgia ("joint pain/ pain on the sides of my hips").in (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia/ period cramps so bad I can't even stand up and a horror movie amount of blood first day of every period"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In 2010, the patient experienced nausea ("nausea"), hypoaesthesia ("neurological conditions or problems type: numbness in my back/ 3 middle fingers of my right hand have been numb"), dyspareunia ("dyspareunia (painful sexual intercourse)/ painful sex") and paraesthesia ("neurological conditions or problems type: tingling in my back"). In (B)(6) 2010, the patient experienced urticaria ("rashes or skin conditions type: hives") and pruritus ("rashes or skin conditions type: constant itching"). In 2011, the patient experienced tooth loss ("dental problems lost 3 teeth/ I'm now missing three teeth"). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ period cramps so bad I can't even stand up and a horror movie amount of blood first day of every period"), fatigue ("fatigue") and diarrhoea ("gastrointestinal or digestive system condition type: constant diarrhea"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), neuralgia ("nerve pain - back / right shoulder"), mental impairment ("mental inpatient stay"), loss of libido ("no sex drive"), vulvovaginal pain ("burning vaginal pain"), back pain ("I get extreme low back pain"), osteoarthritis ("osteoarthritis at the age of 35"), abdominal distension ("I get such bad bloating of this essure implant that some days I definitely look pregnant/e- belly"), gallbladder disorder ("gallbladder disease"), procedural pain ("I was in pain after the numbing injections in my cervix and for the entire procedure"), depression suicidal (seriousness criterion medically significant), polymenorrhoea ("every few months I have 2 periods in one month"), premenstrual syndrome ("my pms is bad"), uterine pain ("severe uterine pain"), neuropathy peripheral ("I have a lot of neuropathy"), feeling abnormal ("brain fog"), dysphagia ("swallowing issue"), fibromyalgia ("fibromyalgia"), sinusitis ("sinus infection"), rash erythematous ("ears get pissed off/itchy earlobes/itching fit right now too and my skin is so raw and broken open on my feet and legs and head where it's been worst"), memory impairment ("ruined my memory"), ear discomfort ("burning earlobes"), pain ("lot of body pain"), post procedural complication ("swollen from surgery"), urinary incontinence ("loose bladder control"), central nervous system lesion ("lesions all about my brain"), bronchitis ("bronchitis"), upper respiratory tract infection ("upper respiratory tract infection"), ear infection ("ear still infected"), impaired healing ("my side tongue piercings took 2 years"), cholelithiasis (seriousness criterion medically significant) and insomnia ("insomnia"). The patient was treated with surgery (gall bladder removal surgery) and wound care (crowns and root canal). At the time of the report, the uterine perforation, device breakage, fallopian tube perforation, device dislocation, pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals, depression, anxiety, urticaria, pruritus, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth loss, hypoaesthesia, dysmenorrhoea, dyspareunia, fatigue, weight increased, diarrhoea, neuralgia, paraesthesia, arthralgia, mental impairment, loss of libido, vulvovaginal pain, back pain, osteoarthritis, abdominal distension, gallbladder disorder, procedural pain, depression suicidal, polymenorrhoea, premenstrual syndrome, uterine pain, neuropathy peripheral, feeling abnormal, dysphagia, fibromyalgia, sinusitis, rash erythematous, memory impairment, ear discomfort, pain, post procedural complication, urinary incontinence, central nervous system lesion, bronchitis, upper respiratory tract infection, ear infection, impaired healing, cholelithiasis and insomnia outcome was unknown. The reporter considered abdominal distension, allergy to metals, anxiety, arthralgia, back pain, bladder disorder, bronchitis, central nervous system lesion, cholelithiasis, depression, depression suicidal, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, dysphagia, ear discomfort, ear infection, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, gallbladder disorder, genital haemorrhage, headache, hypoaesthesia, impaired healing, insomnia, loss of libido, memory impairment, menorrhagia, mental impairment, migraine, nausea, neuralgia, neuropathy peripheral, osteoarthritis, pain, paraesthesia, pelvic pain, polymenorrhoea, post procedural complication, premenstrual syndrome, procedural pain, pruritus, rash erythematous, sinusitis, tooth loss, upper respiratory tract infection, urinary incontinence, urinary tract disorder, urticaria, uterine pain, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: dec2009, 1 coil messed up during procedure, was removed and a second placed. She still have unanswered questions about MRI, there are lesions all about her brain that have not been diagnosed it might be because of fibro, it might be from something else. Her donor uterus smoked and did drugs her whole pregnancy, it has given her a lifetime of unhealthiness and medical issues. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. X-ray - in (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: diarrhoea, pelvic pain, nausea, fatigue, migraine, headache, dysmenorrhea, arthralgia and menorrhagia". Concerning the injuries reported in this case, the following ones were described in patient's social media record: headache, dyspareunia, loss of libido, weight gain, fibromyalgia, memory impairment, pelvic pain, abdominal distension, dysmenorrhea, arthralgia, pain, anxiety, migraine, uterine pain, back pain, osteoarthritis, fatigue, sinus infection, ear discomfort, memory impairment, erythematous rash, pain, post removal complications, urinary incontinence, brain lesions, bronchitis, upper respiratory tract infection, impaired healing, gall stone, and insomnia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via social media. Events¿ fibromyalgia, sinus infection, ears get pissed off/itchy earlobes/itching fit right now too and my skin is so raw and broken open on my feet and legs and head where it's been worst, ruined my memory, burning earlobes, lot of body pain, swollen from surgery, loose bladder control, lesions all about my brain, bronchitis, upper respiratory tract infection, ear still infected, my side tongue piercings took 2 years, gall bladder filled with stones and insomnia¿ were added. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('the left one has turned and perforated into my uterus'), device breakage ('there are broken shards of the first one my dr. Tried and failed to implant on the right side'), fallopian tube perforation ('the one she did implant has migrated and perforated the tube and is sticking out into my abdominal cavity'), device dislocation ('the one she did implant has migrated and perforated the tube and is sticking out into my abdominal cavity'), genital haemorrhage ('hemorrhaging'), depression suicidal ('I get suicidally depressed') and cholelithiasis ('gall bladder filled with stones') in a 34-year-old female patient who had essure (batch no. 713459, 769847-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nasal congestion and rhinitis. Patient negatives includes dyspnea, hemoptysis, wheezing, blurred vision, dizziness, fever, loss of consciousness, neck stiffness, vertigo or vomiting, output, diarrhea, sore throat, back pain, conjunctivitis and rash. Previously administered products included for an unreported indication: oral contraceptives from 1997 to 2009. Past adverse reactions to the above products included contraception with oral contraceptives. Concurrent conditions included chlamydial infection since 2009, seasonal allergy since 1991, adhd since 1988, asthma since 1981, overweight, fibromyalgia, osteoarthritis, low back pain, hoarseness, postnasal drip, sinus pressure, sore throat, chronic sinusitis, vaginal yeast infection, ear pruritus, dysuria, leg pain, polyarthritis, acute pharyngitis, diarrhea and major depressive disorder. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from 1988 to 2008, bupropion hydrochloride (wellbutrin) since 2016, desvenlafaxine succinate (pristiq) from 2010 to 2016, hydroxyzine from 2010 to 2016, montelukast sodium (singulair) since 2015, salbutamol (albuterol) since 1981 and trazodone from 2010 to 2016. In 2009, the patient experienced pelvic pain ("pain/pain"), allergy to metals ("allergic to nickel / allergic or hypersensitivity reaction type: very allergic to nickle / titanuium allergy"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches") and arthralgia ("joint pain/ pain on the sides of my hips"). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia/ period cramps so bad I can't even stand up and a horror movie amount of blood first day of every period"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In 2010, the patient experienced nausea ("nausea"), hypoaesthesia ("neurological conditions or problems type: numbness in my back/ 3 middle fingers of my right hand have been numb"), dyspareunia ("dyspareunia (painful sexual intercourse)/ painful sex") and paraesthesia ("neurological conditions or problems type: tingling in my back"). In (B)(6) 2010, the patient experienced urticaria ("rashes or skin conditions type: hives") and pruritus ("rashes or skin conditions type: constant itching"). In 2011, the patient experienced tooth loss ("dental problems lost 3 teeth/ I'm now missing three teeth"). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ period cramps so bad I can't even stand up and a horror movie amount of blood first day of every period"), fatigue ("fatigue") and diarrhoea ("gastrointestinal or digestive system condition type: constant diarrhea"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), neuralgia ("nerve pain - back / right shoulder"), mental impairment ("mental inpatient stay"), loss of libido ("no sex drive"), vulvovaginal pain ("burning vaginal pain"), back pain ("I get extreme low back pain"), osteoarthritis ("osteoarthritis at the age of 35"), abdominal distension ("I get such bad bloating of this essure implant that some days I definitely look pregnant/e- belly"), gallbladder disorder ("gallbladder disease"), procedural pain ("I was in pain after the numbing injections in my cervix and for the entire procedure"), depression suicidal (seriousness criterion medically significant), polymenorrhoea ("every few months I have 2 periods in one month"), premenstrual syndrome ("my pms is bad"), uterine pain ("severe uterine pain"), neuropathy peripheral ("I have a lot of neuropathy"), feeling abnormal ("brain fog"), dysphagia ("swallowing issue"), fibromyalgia ("fibromyalgia"), sinusitis ("sinus infection"), rash erythematous ("ears get pissed off/itchy earlobes/itching fit right now too and my skin is so raw and broken open on my feet and legs and head where it's been worst"), memory impairment ("ruined my memory"), ear discomfort ("burning earlobes"), pain ("lot of body pain"), post procedural complication ("swollen from surgery"), urinary incontinence ("loose bladder control"), central nervous system lesion ("lesions all about my brain"), bronchitis ("bronchitis"), upper respiratory tract infection ("upper respiratory tract infection"), ear infection ("ear still infected"), impaired healing ("my side tongue piercings took 2 years"), cholelithiasis (seriousness criterion medically significant) and insomnia ("insomnia"). The patient was treated with surgery (gall bladder removal surgery) and wound care (crowns and root canal). At the time of the report, the uterine perforation, device breakage, fallopian tube perforation, device dislocation, pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals, depression, anxiety, urticaria, pruritus, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth loss, hypoaesthesia, dysmenorrhoea, dyspareunia, fatigue, weight increased, diarrhoea, neuralgia, paraesthesia, arthralgia, mental impairment, loss of libido, vulvovaginal pain, back pain, osteoarthritis, abdominal distension, gallbladder disorder, procedural pain, depression suicidal, polymenorrhoea, premenstrual syndrome, uterine pain, neuropathy peripheral, feeling abnormal, dysphagia, fibromyalgia, sinusitis, rash erythematous, memory impairment, ear discomfort, pain, post procedural complication, urinary incontinence, central nervous system lesion, bronchitis, upper respiratory tract infection, ear infection, impaired healing, cholelithiasis and insomnia outcome was unknown. The reporter considered abdominal distension, allergy to metals, anxiety, arthralgia, back pain, bladder disorder, bronchitis, central nervous system lesion, cholelithiasis, depression, depression suicidal, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, dysphagia, ear discomfort, ear infection, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, gallbladder disorder, genital haemorrhage, headache, hypoaesthesia, impaired healing, insomnia, loss of libido, memory impairment, menorrhagia, mental impairment, migraine, nausea, neuralgia, neuropathy peripheral, osteoarthritis, pain, paraesthesia, pelvic pain, polymenorrhoea, post procedural complication, premenstrual syndrome, procedural pain, pruritus, rash erythematous, sinusitis, tooth loss, upper respiratory tract infection, urinary incontinence, urinary tract disorder, urticaria, uterine pain, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: (B)(6) 2009, 1 coil messed up during procedure, was removed and a second placed. She still have unanswered questions about MRI, there are lesions all about her brain that have not been diagnosed it might be because of fibro, it might be from something else. Her donor uterus smoked and did drugs her whole pregnancy, it has given her a lifetime of unhealthiness and medical issues. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. X-ray - in (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: diarrhoea, pelvic pain, nausea, fatigue, migraine, headache, dysmenorrhea, arthralgia and menorrhagia". Concerning the injuries reported in this case, the following ones were described in patient's social media record: headache, dyspareunia, loss of libido, weight gain, fibromyalgia, memory impairment, pelvic pain, abdominal distension, dysmenorrhea, arthralgia, pain, anxiety, migraine, uterine pain, back pain, osteoarthritis, fatigue, sinus infection, ear discomfort, memory impairment, erythematous rash, pain, post removal complications, urinary incontinence, brain lesions, bronchitis, upper respiratory tract infection, impaired healing, gall stone, and insomnia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('the left one has turned and perforated into my uterus'), device breakage ('there are broken shards of the first one my dr. Tried and failed to implant on the right side'), fallopian tube perforation ('the one she did implant has migrated and perforated the tube and is sticking out into my abdominal cavity'), device dislocation ('the one she did implant has migrated and perforated the tube and is sticking out into my abdominal cavity'), genital haemorrhage ('hemorrhaging') and depression suicidal ('I get suicidally depressed') in a (B)(6) female patient who had essure (batch no. 713459, 769847-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nasal congestion and rhinitis. Patient negatives includes dyspnea, hemoptysis, wheezing, blurred vision, dizziness, fever, loss of consciousness, neck stiffness, vertigo or vomiting, output, diarrhea, sore throat, back pain, conjunctivitis and rash. Previously administered products included for an unreported indication: oral contraceptives from 1997 to 2009. Past adverse reactions to the above products included contraception with oral contraceptives. Concurrent conditions included chlamydial infection since 2009, seasonal allergy since 1991, adhd since 1988, asthma since 1981, overweight, fibromyalgia, osteoarthritis, low back pain, hoarseness, postnasal drip, sinus pressure, sore throat, chronic sinusitis, vaginal yeast infection, ear pruritus, dysuria, leg pain, polyarthritis, acute pharyngitis, diarrhea and major depressive disorder. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from 1988 to 2008, bupropion hydrochloride (wellbutrin) since 2016, desvenlafaxine succinate (pristiq) from 2010 to 2016, hydroxyzine from 2010 to 2016, montelukast sodium (singulair) since 2015, salbutamol (albuterol) since 1981 and trazodone from 2010 to 2016. In 2009, the patient experienced pelvic pain ("pain/pain"), allergy to metals ("allergic to nickel / allergic or hypersensitivity reaction type: very allergic to nickle / titanuium allergy"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches") and arthralgia ("joint pain/ pain on the sides of my hips"). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia/ period cramps so bad I can't even stand up and a horror movie amount of blood first day of every period"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In 2010, the patient experienced nausea ("nausea"), hypoaesthesia ("neurological conditions or problems type: numbness in my back/ 3 middle fingers of my right hand have been numb"), dyspareunia ("dyspareunia (painful sexual intercourse)/ painful sex") and paraesthesia ("neurological conditions or problems type: tingling in my back"). In december 2010, the patient experienced urticaria ("rashes or skin conditions type: hives") and pruritus ("rashes or skin conditions type: constant itching"). In 2011, the patient experienced tooth loss ("dental problems lost 3 teeth/ I'm now missing three teeth"). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ period cramps so bad I can't even stand up and a horror movie amount of blood first day of every period"), fatigue ("fatigue") and diarrhoea ("gastrointestinal or digestive system condition type: constant diarrhea"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), neuralgia ("nerve pain - back / right shoulder"), mental impairment ("mental inpatient stay"), loss of libido ("no sex drive"), vulvovaginal pain ("burning vaginal pain"), back pain ("I get extreme low back pain"), osteoarthritis ("osteoarthritis at the age of 35"), abdominal distension ("I get such bad bloating of this essure implant that some days I definitely look pregnant"), gallbladder disorder ("gallbladder disease"), procedural pain ("I was in pain after the numbing injections in my cervix and for the entire procedure"), depression suicidal (seriousness criterion medically significant), polymenorrhoea ("every few months I have 2 periods in one month"), premenstrual syndrome ("my pms is bad"), uterine pain ("severe uterine pain"), neuropathy peripheral ("I have a lot of neuropathy"), feeling abnormal ("brain fog") and dysphagia ("swallowing issue"). The patient was treated with wound care (crowns and root canal). At the time of the report, the uterine perforation, device breakage, fallopian tube perforation, device dislocation, pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals, depression, anxiety, urticaria, pruritus, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth loss, hypoaesthesia, dysmenorrhoea, dyspareunia, fatigue, weight increased, diarrhoea, neuralgia, paraesthesia, arthralgia, mental impairment, loss of libido, vulvovaginal pain, back pain, osteoarthritis, abdominal distension, gallbladder disorder, procedural pain, depression suicidal, polymenorrhoea, premenstrual syndrome, uterine pain, neuropathy peripheral, feeling abnormal and dysphagia outcome was unknown. The reporter considered abdominal distension, allergy to metals, anxiety, arthralgia, back pain, bladder disorder, depression, depression suicidal, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, dysphagia, fallopian tube perforation, fatigue, feeling abnormal, gallbladder disorder, genital haemorrhage, headache, hypoaesthesia, loss of libido, menorrhagia, mental impairment, migraine, nausea, neuralgia, neuropathy peripheral, osteoarthritis, paraesthesia, pelvic pain, polymenorrhoea, premenstrual syndrome, procedural pain, pruritus, tooth loss, urinary tract disorder, urticaria, uterine pain, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: dec2009, 1 coil messed up during procedure, was removed and a second placed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Hysterosalpingogram - on 03-mar-2010: results: total bilateral occlusion. X-ray in (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: diarrhoea, pelvic pain, nausea, fatigue, migraine, headache, dysmenorrhea, arthralgia and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2019: social media content received: patient's aka name added. Events added- loss of libido, fibromyalgia, vulvovaginal pain, back pain, osteoarthritis, abdominal distension, uterine perforation, device breakage, fallopian tube perforation, device dislocation, gallbladder disorder, procedural pain, depression suicidal, polymenorrhoea, premenstrual syndrome, uterine pain, neuropathy peripheral, feeling abnormal. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.